Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on 11/29/2016 and (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. Reportedly, bg readings were taken from the thigh. No additional event or patient information is available. Data was provided, however no inaccuracies were found. The reported inaccuracies could not be confirmed. A root cause could not be determined via data. Labeling indicates: alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect sensor performance, resulting in you missing a severe low or high glucose event.